Event description:
During physical therapist's initial assessment visit at pt's home on 8/18/1998, a heating pad burn was noted to pt's mid-back. The pt suffering from recurrent back pain & spasms had applied a heating pad to back for prolonged intervals over the course of 2 days. An area approximately 2.5cm in diameter was noted with moisture and an apparent blister ruptured resulting in sloughing of epidermis while the surrounding area was red with the impression of the heating pad. Granddaughter applied a non-adherent dressing to the area. Follow-up appointment with physician scheduled for 8/19/1998. Pt received instructions on safe use of heating pads left in the home on prior admission to home care services.